Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 48 mg/dl. Customer stated that he has been having low blood glucose since he arrived to main while on vacation. He was 48 mg/dl on (B)(6). Customer treated low blood glucose with sweet tarts and an apple. Patient has being in touch with his doctor and has uploaded to carelink. Customer will call back if he wants troubleshoot. The product was not returned for analysis.